Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of why the coupler was corroded could not be determined. Therefore, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned a demo hd autoclavable camera head. Upon inspection and testing of the returned device, it was noted that the coupler was found corroded. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Address line 1: (B)(6). The device was returned for evaluation. It was noted that the cable and remote switches were cut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.